Manufacturer narrative:
H10: additional manufacturer narrative: per image evaluation, customer report of broken packaging was confirmed through image evaluation. Two color photos were provided. The pouch packaging of the sizer appeared to be opened on the side, exposing the sizer within.

Manufacturer narrative:
Packaging non-conformance that results in a breach of the sterile package (i.e. Pinhole, tear or seal issue), has the potential to result in a serious infection. In this case, a crack of approximately 5-10cm in size was found at the right edge on both the inner and outer pouches. The handle in the pouch was directly visible by the operator, through the crack. The subject device was not returned. If returned and evaluated, a supplemental report with findings will be submitted. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
As reported, during supplemental labelling process in (B)(6) warehouse, it was noticed that the package of this sizer model 1117 was broken. There was one approx 5-10cm crack at the right edge on both inner pouch and outer pouch. The handle in the pouch was directly visible by the operator, through the crack.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.